Event description:
A malfunction alarm was reported, identified as malfunction code 0, but no notable events occurred before the error. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.